Event description:
The pt had an umbilical hernia repaired with a medium mesh. The mesh was placed retro rectus (behind the muscle) with absorbable sutures. At a later date, the pt returned with a re-occurrence. When the surgeon re-operated, the mesh was found to have ripped away from the fixation and proceeded to ball up. The mesh was explanted.

Manufacturer narrative:
We are in the process of investigating this event. Upon completion of the investigation, a f/u report will be submitted.